Event description:
It was reported that while preparing for a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A 3.0x12mm taxus express2 drug eluting stent (des) was selected to treat an unspecified target lesion. The device was removed from its packaging. During visual examination of the device, prior to loading the device onto the unknown types guide catheter, it was noticed that a stent strut appeared "flat". The device was not used in the procedure and did not contact the patient. The procedure was completed with another 3.0x12mm taxus express2 des. There were no patient complications reported.